Event description:
Cable on back of cpu unit for telemetrty became disconnected, thus red alarms did not sound an alarm. Pt's heart rate fell <40 over 10 minute period. Pt found unresponsive and CPR initiated.